Event description:
"The surgeon would squeeze the handle to fire a clip but the clips would remain open. The clips do not form properly on tissue. Pt was taken back to theatre for laparotomy in 2008, for bile leakage. Pt alive."

Manufacturer narrative:
Investigation summary: the returned unit was evaluated and found to function properly. The jaw tip was acceptable; the jaws were parallel and within design specifications. None of the original 20 clips remained in the device. As a precautionary measure, the device is designed to feed an add'l "hidden" 21 st clip if the lock-out mechanism is over ridden after the actuation of the 20th clip. The remaining clip was fired off and found to conform to all design specifications. The investigator was unable to replicate the incident and therefore, we are unable to determine a root cause of the customer's experience. This represents our initial and final report.